Event description:
Additional information received: was there any leakage due to the incident reported?- yes. Was there any patient involvement?- yes . How was the patient outcome? Are there any clinical signs, health consequences or impact?- no impacts did the event involve an urgent/life threatening medical situation?- no. Did the event cause permanent impairment of a body function?- not to my knowledge. Did the event require medical or surgical intervention?- no. Did the event cause permanent damage of a body structure?- not to my knowledge.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Nexiva unit. Through the visual inspection the unit displayed media and no cannula was provided. The sample was flushed, and leak tested where a leak was discovered during testing, so the unit was then microscopically analyzed where two cuts were discovered on the tubing. One of the cuts resembled a needle spear through because of the v shape cut, and the other cut somewhat resembled a bevel spear through but at an angle. The reported issue was confirmed for the cut resembling the needle spear through. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. The IFU(instructions for use) indicates that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The DHR for lot 3087433 has been reviewed. This lot was built and packaged on nfa line 3 from 21-apr-2023 through 22-apr-2023 for a quantity of (B)(4). No related quality issues or process deviations were found. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that whle using 2 of the bd nexiva¿ closed IV catheter system's there were holes present. The following was received by the initial reporter: reported issue per customer: two catheters had holes in them. We were unable to flush or get blood return. Once they were removed the holes were identified. The third one exploded after contras was pushed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.